Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 200-300 mg/dl with a trace of ketones. A correction bolus was delivered to address the bg level. After the alarm, the customer either resumed insulin delivery without changing the supplies on the pump or change all of the supplies prior to resuming insulin delivery. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.